Event description:
Pt admitted with chest pain and sob. Pulmonary embolism ruled out. Pt discharged from hosp after 2-3 days. Multiple attempts to obtain diagnostic information regarding this pt's hospitalization have been unsuccessful so far. The pt did not continue with additional prosorba treatments per recommendation from fhc.